Event description:
It was reported that a study was performed which revealed "the rotor was not moving fast enough." As a result, the patient had the device explanted because "delivery of medicine was not correct." Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.